Event description:
Patient reported receiving 09 (technical inspection due) without any prior alerts. Patient indicated that she does not have a back up device and had to switch to injection therapy. Patient indicated that her blood glucose was elevated due to not having the insulin device.